Event description:
It was reported that prior to starting a da vinci surgical procedure, the top left control connector wheel wasn't working on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken at the distal clevis hub. Due to the broken cable, the wheel spun freely. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.